Manufacturer narrative:
(B)(4). Date sent: 3/2/2026. D4: batch # 589d41. Investigation summary : the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the cdh25p device arrived with damage on the guide face and with the anvil missing. The breakaway washer was not returned and the device was fully loaded with staples, indicating that the device had not been fired. However, when the test battery was installed the green checkmark illuminated indicated that the device was not reset. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the cam was rotated so that it was touching the stop switch actuator causing the green check mark on the device. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Although no conclusion could be reached on the cause of the guide face damage, it is possible that the device being clamped over a hard object. Device history review a manufacturing record evaluation was performed for the finished device batch number 589d41, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/2/2026. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colectomy that the battery inserted into the circular stapler and the screen lit up. Once trocar was inserted into the patient it was attached to the device and she was able to close the two ends together by turning the dial clockwise. Dr. Stated that device would not fire even after removing safety lock. She attempted to remove and reinsert battery but device continued to not operate. New device opened and worked as intended. Procedure was delayed by 10 minutes. No patient consequence was reported.